Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) lead channel during a ventricular arrhythmia. Technical services (ts) evaluated presenting electrograms and suggested adjusting ra sensitivity and to change the atrial tachy response mode. Ts also noted that the ICD delivered anti-tachycardia pacing (atp) and shocks for the ventricular arrhythmia with each shock converting the rhythm, but the patient went back into the arrhythmia and max shocks were exceeded for the event. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction report to remove ar-d 2870: difficulty converting rhythm (ambulatory) per cis request. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on the right atrial (ra) lead channel during a ventricular arrhythmia. Technical services (ts) evaluated presenting electrograms and suggested adjusting ra sensitivity and to change the atrial tachy response mode. Ts also noted that the ICD delivered anti-tachycardia pacing (atp) and shocks for the ventricular arrhythmia with each shock converting the rhythm, but the patient went back into the arrhythmia and max shocks were exceeded for the event. No adverse patient effects were reported. This ra lead remains in service.